Manufacturer narrative:
The hillrom technician found the right foot brake caster needed to be replaced. Per the hillrom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in february 2020. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right foot brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the right foot brake caster was not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).